Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed for epidural delivery of 0.2% bupivicaine, with a rate of 10 ml/hr, a container size of 100 ml and the delivery was started. After approx four hours, the nurse noted the volume delivered was approx 27 ml, instead of the expected 40 ml. At that time, the patient did not have a change in pain level; however was not feeling as numb. The patient was treated with an unspecified bolus. After an unspecified length of time, the patient reported feeling ¿back to normal¿ following the bolus delivery. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse patient info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.